Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary procedure as the patient was unable to adapt to the multifocal lens. An incision enlargement was performed. No further information was provided.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Correction to initial report; information that was known but inadvertently not provided. Follow up was received provided more detail regarding the patient''s symptoms. He also experienced halos and glare. (B)(4). All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer. Visual inspection using a microscope at 12x magnification shows the lens can be identified as tecnis multifocal acrylic 1-piece intra ocular lens because of the type of haptics and the presence of a diffractive ring pattern on the optic. The lens is torn and incomplete; one of the haptics is missing. The damage is most probably related to the explant procedure. The lens is contaminated, dust particles are present. This is expected as the lens was transported from controlled environment during manufacturing to a non-sterile, non-environmental controlled area. Manufacturing records were reviewed. Device history records were reviewed. The production order was produced without deviations or non-conformances. There were no process and/or material changes within the production order. No other similar complaints have been received for this production order. The device met manufacturing release criteria. All pertinent information available to the manufacturer has been submitted.